Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000638. The patient information was request, but was refused by the site. A medtronic representative went to the site to perform a system check out and they replaced the fiber with a spare on the rear detector and it was able to secure. The representative also replaced the other end to the paxscan. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was continuing to intermittently not complete 3d spins with errors on the mobile viewing station(mvs) display. The errors stated "an issue that may affect navigation accuracy has been detected. Acquisition has been canceled. Please try again." And "image frame rates are below recommended levels. Please reconnect the cable between the imaging acquisition system(ias) and mvs and reboot the mvs. If the problem persists, contact technical service.".  Reconnecting the umbilical cable and/or rebooting the system as informed by the customer seemed to resolve issue and they were able to complete navigated spins and post procedure confirmation spins. The representative reviewed the logs and errors statings "a missing frame has been detected during the calibration stage. Missing frames affect navigation accuracy. Acquisition has been canceled. Please try again if the problem persists contact technical service." And "the mvs appears to be acquiring frames from the pleora iport at a slower rate than they are being sent to the iport from the paxscan. This is typically due to a problem with the iport ethernet cable jack or a defective ethernet cable connecting the iport and mvs frame grabber network card." Were confirmed.  The representative troubleshooted the network path for image data and acquired test 3d spins, but could not reproduce the error. The representative checked all the cabling and fiber optic cables from the paxscan to the rear of the detector. It was found that the fiber on the rear of the detector was loose. The representative tried to secure the connector on the rear socket of the detector, but was unable to lock it into the socket. The fiber was replaced with a spare on the rear det ector and it was able to secure. The representative also replaced the other end to the paxscan. The representative successfully ran the replicate 3d test scans. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the database on the system was rebuilt and there were entries in the log informing of corrupt image data. It was noted that rebuilding the database wiped all data. It was unknown how many people were in the room when the issue occurred.